Event description:
During troubleshooting of a check supply line alarm that appeared on the homechoice (hc) display during fill, the home patient (hp) revealed that she had accidently connected final bag to supply line, so she disconnected a full bag and reconnected it to the heater line. The technical service representative (tsr) assisted the hp to end therapy and advised to contact nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The reported issue was confirmed; and was determined to be caused by use error; the patient disconnected and then reconnected bag during therapy. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation for the check supply line alarm is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should additional information become available.